Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual inspection, functional testing, and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the rated burst pressure (rbp) for this device as listed on the product label is 18 atmospheres. Additionally, the nc trek instruction for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp is based on results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rbp. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during post-dilatation of an unspecified stent in an unspecified vessel, the nc trek balloon was inflated three times (16, 18, 20 atmospheres) and ruptured during the third inflation. The balloon catheter was withdrawn from the anatomy without resistance. The physician did not disclose if dilatation was complete or if additional dilatation was necessary. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received; however, the investigation is not complete. A follow-up report will be submitted with all additional relevant information.